Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an atrial fibrillation episode was detected however no electrograms - egm was present. The implantable cardiac monitor exhibited diagnostics anomaly; no episode was attached even though the transmission indicated an alert. No intervention or additional information was reported.